Manufacturer narrative:
The customer¿s report of the pump inadvertently infusing a bolus of protonix was not confirmed. External inspection of the device revealed a large crack on the inner top and top left front area of the rear case. An analysis of the device logs showed that on 25 oct 2017 at 11:19 pm the device was programmed with an infusion rate of 10ml/hr and a vtbi of 100ml as reported. Seconds later the pump alarmed for a patient side occlusion and then was restarted. Three air in line alarms were noted between 11:34pm and 11:41pm and the pump was restarted. At 11:43pm, the module was paused, and a minute later was channeled off. Rate accuracy testing was performed and the device was out of specification, underinfusing. During testing, including physical manipulation of the upper and lower door latch areas, there were no instances of unregulated flow observed. Internal inspection showed multiple broken/separated bezel posts. Although the customer's report was not replicated, the proximate cause of the unintended bolus is attributed to cracked/separated bezel bosses.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that a device with a broken case allowed an over infusion. Thee was no report of patient harm.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that a protonix 100ml infusion was programmed at a rate of 10ml/hr and the device infused it as a bolus. Once biomed received the device is was found that the device had a crack in the case between the pcu and the module in which the nurse did not see due to the location of the crack.